Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Failure event observed during analysis. Final analysis found an external abrasion that had breached the outer coil noted and 6.0 - 6.2 cm and 14 - 14.5 cm from the connector pin, consistent with friction to the device can. Additionally, an external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted 25.3 cm to 25.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.